Event description:
The surgery center reported suction loss after the laser fired with 1 patient interface. The suction issue was discovered after patient applanation. The procedure completed successfully. No patient injury and/or did the patient require surgical intervention.

Manufacturer narrative:
Additional information: UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) product lot cp02900 was received in a re-sealable plastic bag and it was evaluated. The applanation lens, suction ring assembly, and syringe single-use unilateral procedure packs were returned for evaluation. No damages in the suction ring component were observed. Visual inspection found the cone, suction ring and syringe to meet visual inspection criteria. Suction testing was performed and result was found within specifications. Dimensional testing, which involved measuring of the height, parallelism calculation and cone flange thickness were performed and results were within specifications. The product met specifications and the acceptance criteria. A manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. All operations processes documented in the manufacturing record were reviewed and was confirmed that all operations results were in compliance with manufacturing instructions specifications as per operation required. A review of the manufacturing controls show that the syringe is 100% inspected for cracks, damages or deformation as per the required manufacturing controls. In addition, the gripper is 100% visually inspected for damage and deformation and improperly seated gripper / seal rings before vacuum testing. The gripper is inspected for the locking clip to be in the correct/open position and vacuum test in performed on the unit in order to prove the suction. The gripper/syringe assembly that was vacuum tested together is placed at the tray assembly packaging. Manufacturing record review did not identify any issues for this purchasing order and additionally, no similar complaints were found for this lot. Overall, the cause of the event could not be determined based on the information available per initial report. Per record review results and the functional tests performed to the sample there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.